Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 6/8/2017 with the following findings: battery compartment crack near top left corner of grip pad. Display is dim, pink . Unable to verify time and date reset in black box , no power on reset events. Time and date default was duplicated during animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked compartment. This report is made based on the results of an investigation completed on 06/08/2017